Event description:
It was reported that during a da vinci s hysterectomy procedure the cautery for the bipolar instrument stopped working. The patient had been under anesthesia for approximately 45 minutes when the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by an isi field service engineer (fse) who went onsite and evaluated the system. The fse concluded that the issue experienced by the site was associated with the bipolar energy activation cable which connects the device to the electrosurgical generator. As of june 29, 2012, there have been no reported recurrences of this issue at this hospital.